Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the carotid artery using packing coil lps and a non-penumbra microcatheter. During the procedure, the physician placed three packing coil lps in the target vessel using the microcatheter. Then, while advancing the fourth packing coil lp through the middle of the microcatheter, the packing coil lp became stuck. Therefore, the packing coil lp was removed. The procedure was completed using another packing coil lp. There was no report of an adverse effect to the patient.